Event description:
The customer reported that a patient missed a prescribed order due to the order not being displayed in the icca worklist. The patient received the prescribed dosage the next morning without sustaining any adverse affects related to not receiving the delayed prescription.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.